Event description:
I had essure procedure in (B)(6) 2007 after my son was born. About two months after, I started having extreme cramping and sharp stabbing pains on my right side. So bad that I would almost fall to the floor in pain. Heavy bleeding and clotting during my period along with the cramping. Sometimes, the pain is all across my stomach and other times just on the right side. Then about 3 yrs ago (2011), I started having a problem with certain foods, mainly pork or products with pork in them. Never had a problem with that before. And at the same time, I started having dizzy spells again only around the time of my period, but some so bad I would fall on the floor when I tried to stand up or if I rolled over in bed it was so bad I would almost black out. With in the last year, my glands in the back of my neck have been swollen and I itch all the time. I also have been getting leg cramps in both the back of my leg and the front. Sometimes, even in my foot. I use to get migraines all the time before I had my second child and then they went away and now they are back and some are almost worse then any I have had in the past. (B)(4).